Manufacturer narrative:
This complaint is related to a cst-10 device of lot# c1106722. The cst-10 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for cst-10 devices of lot# c1106722 did not reveal any discrepancies that could have contributed to this complaint issue. As per the instructions for use, ifu0005-7 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During a cystogastrostomy the diathermic ring of the cst-10 device got loose and detached - the diathermic ring currently remains in the pseudocyst of the patient.

Manufacturer narrative:
This complaint is related to a cst-10 device of lot# c1106722. This cst-10 device was received without the needle knife. The sheath of the device was examined and kink-like indentations were visible for approx. 120mm along the inside of a curve of the outer catheter (it was confirmed by the product development engineer that the curvature of the sheath was caused by the elevator of the endoscope used during the procedure). It was noted that the diathermic ring was missing from the distal end of the outer catheter. The mandril wire was removed from the outer catheter assembly and upon closer investigation it was noted that the diathermic ring had disconnected from the wire at the solder. No piece of the wire or catheter was noted to be missing. The customer complaint was confirmed as the device was returned with the diathermic ring missing from the catheter. A possible cause of this complaint is that the diathermic ring disconnected from the outer sheath and wire due to the device angulation during use, which in turn resulted in the disconnection upon removal of the catheter from the lesion. However, as the conditions of device usage cannot be replicated during the laboratory evaluation, a definitive cause of this complaint could not be conclusively determined. A review of the manufacturing records for cst-10 devices of lot# c1106722 did not reveal any discrepancies that could have contributed to this complaint issue. As per the instructions for use, ifu0005-7 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the evaluation of the device involved in this complaint. Initial description of event submitted as follows: during a cystogastrostomy the diathermic ring of the cst-10 device got loose and detached - the diathermic ring currently remains in the pseudocyst of the patient.